Event description:
Caller reports that during a correlation study the following inform system results were obtained within 10 minutes: 67 mg/dl (inform system 1) and 123 mg/dl (inform system 2); 61 mg/dl (inform system 1) and 108 mg/dl (inform system 2); 71 mg/dl (inform system 3) and 113 mg/dl (inform system 2); 68 mg/dl (inform system 3) and 123 mg/dl (inform system 2); 66 mg/dl (inform system 3) and 108 mg/dl (inform system 2); 70 mg/dl (inform system 4) and 113 mg/dl (inform system 2); 66 mg/dl (inform system 4) and 123 mg/dl (inform system 2); 65 mg/dl (inform system 4) and 108 mg/dl (inform system 2); 67 mg/dl (inform system 5) and 123 mg/dl (inform system 2); 67 mg/dl (inform system 5) and 108 mg/dl (inform system 2); 68 mg/dl (inform system 6) and 123 mg/dl (inform system 2); 67 mg/dl (inform system 6) and 108 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller reported blood glucose results of 485 mg/dl, 166 mg/dl, 236 mg/dl, and 122 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.